Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The user facility returned a evis exera ii ultrasound gastrovideoscope to the service center for an inspection and estimation. There was no patient/user harm or injury reported. Upon device return and estimation, it was observed that there was a gap between the acoustic lens and the ultrasound probe in which a stain has entered the lens. The aware date for this reportable malfunction is 11jun2024. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.